Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, a type 1a endoleak was identified. A secondary procedure was completed. The physician elected implant a suprarenal stent graft extension to resolve this leak . The patient was reported as doing well post intervention.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type ia endoleak. The complaint is most likely user-related due to the lack of a proximal extension in addition to calcifications in the proximal seal zone. Procedure-related harms for this event could not be determined. The final patient status was reported to be doing well post secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.